Event description:
The complainant reported a patient noted with high-risk percutaneous intervention was attempted to be implanted with an impella cp device for mechanical circulatory support. It was reported that the device was unable to be delivered due to patient¿s anatomy. The patient's condition caused the long sheath to kink on insertion. The pump insertion was aborted and a new impella cp device was used without further issue. There was no harm to the patient.

Manufacturer narrative:
The investigation for the reported product damage (cannula kink) issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the product damage (cannula kink) issue was patient condition related. The patient had excess adipose tissue, and a deep femoral artery, causing the long sheath to kink on insertion. This report is being filed as part of a retrospective review of historical records.